Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).

Event description:
It was reported that a total knee arthroplasty was performed on the right knee for patellar component and poly exchange due to knee pain, leg pain, associated swelling and loosening of internal prosthesis right knee.